Event description:
Patient had spinal cord stimulator replaced on (B)(6) 2015. 6 days later on (B)(6) 2015, patient suffered a severe stroke leaving him hemi-paraplegic and dysarthric. Dates of use: (B)(6) 2015 - to current.